Event description:
Reporter did back to back blood glucose tests with results of 346 and 177 mg/dl. Parent did not have any symptoms. On followup, the rptr stated that the parent was unable to speak due to having had a stroke the previous weekend. The rptr did not have any further info regarding the tests reported. No harm was alleged.